Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that [insert the reason why the case is not longer reportable], therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during tka when burring the distal femur, as the surgeon went to start, a hand-piece motor failure error came onto the screen. After dismissing the error, forced to re-calibrate and re-home. After attempting to burr again, after 5 seconds the same error popped up. After ensuring that the hand-piece connection was adequate, repeated the recalibration steps and attempted to continue only to receive the same error message. In order to complete the procedure, the surgeon took a navigated approach and the outcome was exactly as planned. The surgeon navigates the tibia cut block anyways, so only effect was slight slow down. Two handpiece tests were performed after successful completion of the case and max torque readings were 26 and 28. A drill test was also performed and there were no issues. No patient injuries and delay of less than 30 minutes involved. Distal cuts were made free hand.